Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery because they felt that their existing app was undersized. The existing app was explanted and replaced with a new one after the patient was resized. No patient complications were reported during the procedure. The explanted app is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.